Manufacturer narrative:
The check of the manufacturing chart of the lot# involved (201706206) did not show any anomaly on the (B)(4) impactors manufactured with the same lot#. No other complaints reported on this lot#. The intra-operative breakage of the curved impactor (with splitting of the instrument into 2 parts) probably occurred during impaction of the cup. This is the intra-op phase where the major stress is applied to the instrument, in order to give the proper press-fit to the cup into the acetabular bone. We did not receive the affected piece, but only a picture of it, which shows the splitting of the flange from the body of the curved impactor (welding failure). A detailed investigation is not possible as the instrument is not available for analysis. No corrective action for this specific case. According to our pms data, a total of (B)(4) uses of a curved impactor with model# 9055.51.035 were performed ww, and a total of 2 similar complaint were received on this model#, for an occurrence rate of (B)(4). Limacorporate will keep monitored the market to promptly detect any similar issue.

Event description:
Intra operative breakage of flange of the mis impactor, code# 9055.51.035, lot# 201706206. Date of event and number of approximate number of uses of the instruments are unknown. No reported consequences for patient or user. Event happened in (B)(6).

Manufacturer narrative:
No other complaints reported on the same lot# on a total of (B)(4) impactors manufactured with the same lot#. We will send a final emdr once the investigation will be concluded.

Event description:
Intra operative breakage of flange of the mis impactor, code# 9055.51.035, lot# 201706206. Date of event and number of approximate number of uses of the instrument are unknown. Event happened in (B)(6).